Manufacturer narrative:
Customer reported that a pyxis anesthesia es system biometric scanner was not detecting user inputs, the customer then rebooted the device which triggered the installation of operating system updates. Customer reported a 30 minute delay to the start of an undisclosed procedure. Customer did not disclose any additional information. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the station had not been rebooted in 10 days, once the system updates were installed the station was reported as operational. The technical support specialist evaluated the device's logs and did not find any system errors. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system biometric scanner was not detecting user inputs, the customer then rebooted the device which triggered the installation of operating system updates. Customer reported a 30 minute delay to the start of an undisclosed procedure. Customer did not disclose any additional information. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-apr-2021 to 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the biometric scanner was inaccessible to user during the surgical procedure. A field service engineer dialed into the station and checked the logs and found that the station was not rebooted for 10 days. Rebooted the station to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
Customer reported that a bd pyxis anesthesia es system biometric scanner was not detecting user inputs, the customer then rebooted the device which triggered the installation of operating system updates. Customer reported a 30 minute delay to the start of an undisclosed procedure. Customer did not disclose any additional information. Patient or user harm was not reported.